Event description:
A male patient underwent ptca (exact date unknown). The procedure was performed via a 6 french procedural sheath, placed in the right common femoral artery. Intra-procedural medication included angiomax. At the end of the procedure, the physician, in training, prepped and deployed a mynx vascular closure device for arterial access site hemostasis. At the end of the mynx deployment, a hematoma formed that was immediately compressed out without further incident. The patient was discharged per hospital protocol the following day. Five days post procedure, the patient returned to the hospital emergently, due to blood leaking from the access site. The patient underwent surgical repair for the pseudoaneurysm and tolerated the procedure well. No further incident was reported. No additional information is available from the site.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Pseudoaneurysm and hematoma are known complications with catheterization procedures, regardless of closure device use. Both may also occur with manual compression.